Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) has a split in his catheter. The hp has clamped off the patient line to stop the leakage. (B)(4) assisted the hp with the ending therapy early procedure and advised the hp to notify the peritoneal dialysis (pd) nurse as soon as possible. (B)(4) spoke with the hp and he stated that he initially felt wetness and as he went to check the connection between the transfer set and the patient line connector. He noticed that there was a crack in the transfer set and solution was leaking out. The hp contacted baxter right away and they instructed him to contact the nurse as soon as possible. The hp went to the dialysis clinic the next day, the nurse replaced his transfer set and was given prophylactic antibiotics. The hp stated that there was no infection and does not know of the sample availability. No additional information was available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up will be submitted.